Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicating, and it was offline. A field service engineer arrived, and it was informed that it had already resolved the issue on their end and that the device had started communicating. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not communicating and it was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.